Event description:
The customer contacted the technical service of the manufacturer to report an incident involving a nurse who sustained a foot injury while attempting to engage the brake pedal on a the bed. He explained that the nurse placed her heel on top of the pedal and tried to push it down. During this maneuver, her foot slipped off the pedal, resulting in a fracture. The customer alleged that the brake was difficult to engage, requiring excessive force.